Manufacturer narrative:
On july 15, 2020, the mentor failure analysis lab received the device for evaluation. The catalog number is missing on the device received. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Also, patient's age was updated to 48 (field a2 updated on this form), and patient's ethnicity and race have been updated on this form under fields 5a and 5b as patient is white as per additional information received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 3, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the product, parallel lines of shell wear were observed on the anterior aspect. Leak testing was performed, according to mentor procedure, and it revealed a tear within the shell wear measuring approximately 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent primary breast augmentation with a unknown size unknown saline implant and was presented with left side breast implant deflation postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504004bc; serial number (B)(4) on the left side and with catalog number 3504004bc; serial number (B)(4) on the right side on (B)(6) 2020.